Event description:
A report was received that the patient had developed an infection. The symptoms of infection were fever and warmth at the ipg site. The physician explanted the ipg and lead and the patient was reportedly doing well following the procedure. The physician believes that the infection was procedure related and prescribed the patient oral zosyn and intravenous vancomycin.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50, serial#: (B)(4), model description: artisan surgical lead with platnalock technology - 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.